Manufacturer narrative:
The field service engineer (fse) was dispatched onsite on (B)(4) 2010. The fse inspected the fluidics module and found some dried wash buffer on the manifold. The fse primed the instrument and observed for any leaks; none was observed. The fse performed an aspirate probe volume check which passed within instrument specifications. The fse replaced the peri-pump tubing, aspirate probes and cleaned the wash station nozzles. The fse repeated the instrument priming and again observed for any leaks and none was observed. The fse repeated the aspirate probe volume check which again passed within instrument specifications. The fse performed testosterone and hyb-psa qc; all qc resulted within the customer's established ranges. The fse rechecked the fluidics module for leaks; none observed. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated hybritech-prostate specific antigen (psa) result generated on the access 2 immunoassay system for one patient. The patient samples were retested and the result was within the normal reference range. The initial elevated result was not reported outside the laboratory. There are no reports of any adverse patient consequences or any medical intervention to prevent or preclude any adverse patient event.